Manufacturer narrative:
A general reagent issue can be excluded. The customer used a centrifugation time of 7 minutes at a speed of 3500 revolutions per minute (rpm). Based on the type of sample tubes the customer used, the centrifugation time should be 10-15 minutes between 1800 - 2200 g. The customer's centrifugation time may be too short and the speed may be too fast. Images of the samples were provided and "most" of the images showed foam/air bubbles. Additionally, "many" of the images showed an oily film on the sample surface. The investigation also noted particles in several samples caused by dust. The investigation determined the event was consistent with a preanalytical handling issue at the customer site.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 31.7 pg/ml. This result was reported outside of the laboratory. On (B)(6) 2022 a 2nd sample was obtained and the result was 9.86 pg/ml. This result was reported outside of the laboratory. Due to the difference in results between the 2 samples the doctor requested repeat testing on the first sample. On (B)(6) 2022 the original sample was repeated with a result of 8.28 pg/ml. The troponin t hs reagent lot number was 640989 with an expiration date of 31-jan-2023.

Manufacturer narrative:
The customer performed precision testing with acceptable results. The field service engineer (fse) performed instrument checks with acceptable results. Qc was acceptable. Calibration was last performed on (B)(6) 2022 with acceptable results. Based on the calibration and qc data, a reagent issue is not suspected. No issues were identified during a review of the alarm trace data. The investigation is ongoing.